Event description:
Consumer reported complaint for unknown error message. Wife is calling on behalf of the customer. Caller did not remember what the error messages were. The customer feels well and did not report any symptoms. Due to the error messages customer had taken the meter to the doctor's office; caller stated she was getting errors and she needed to obtain a blood glucose test result for the customer. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the closet. The test strip lot manufacturer¿s expiration date is 07/23/2026 and open vial date was not provided.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter errors. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Meter was returned for evaluation- defect found on returned meter -unknown error: e-7. Root cause: rc-001: miscellaneous user induced contamination on the strip connector note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.